Event description:
Customer's mother reported that the insuln pump returned a failed battery test. Customer's mother also reported that the battery meter was not showing as full upon inserting a new battery. Blood glucose level at the time of the call was not provided. No furtther information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.